Event description:
The patient reported that pt has diabetes and pt used the suspect device to check their blood glucose. Pt obtained results into the 400 mg/dl range. Their normal results have been between 80 and 140 mg/dl. Pt was instructed to go to the hospital for observation by their doctor. Their blood glucose was checked on a hospital meter and the level was 166 mg/dl compared to the suspect device result of 484 mg/dl. Pt was admitted for observation. No treatment alleged. The suspect device was replaced with new product and authorized for return to the manufacturer for eval. Glucose control solutions were not used on the system.